Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); e1; e3. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 61-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. A small hematoma was noted medial to the impella insertion site. The patient remained stable at the end of the procedure. The physician was aware and not concerned. No drop in hemoglobin was reported. The patient survived to explant. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.